Manufacturer narrative:
(B)(4). No product was received to assist in this investigation. Qc inspects flexor check-flo ii introducers, using 100% inspection to confirm flare on proximal end of sheath is caught securely in proximal fittings and that the sheath does not rotate in cap fitting. It is verified that coils in sheath continue into cap and the flares of the flexor sheath are trimmed evenly. Furthermore, instructions for use inform the end user that all catheters and instruments used with this introducer should move freely through the valve and sheath. Although no product was returned the complaint was confirmed based on customer's statement of the event. While this complaint is relevant to the scope of CAPA for proximal fitting separation from sheaths, this CAPA was issued at management discretion prior to the receipt of this complaint. The appropriate internal personnel have been notified of this complaint and we are continuing to monitor complaints for similar events. Relevant to the failure mode of hub separation, this device was manufactured after the implementation of CAPA via change request. In addition, preventive action was initiated for proximal fitting separation from sheath, at management discretion prior to the receipt of this complaint.

Event description:
Event info was provided to the MFR via telephone. The hub popped off the sheath causing the pt to bleed. The physician had to abort the procedure. All parts were retrieved and no add'l procedures were required. At the time of this report, the pt is doing fine.